Event description:
It was reported to medtronic neurosurgery that a clog was found in the device. According to the report, the shunt was explanted after the pt developed an infection.

Manufacturer narrative:
The device passed leak testing. The valve was not patent due to proteinaceous debris found on the interior and exterior of the valve. This precluded all other testing. The instructions for use that accompanies the device cautions that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the mfg and sterilization records showed no anomalies. All of the valves are 100% tested at the time of MFR.